Event description:
It was reported from a laparoscopic cholecystectomy a er420 saved from the case had a note on the instrument saying "misfired from side". The event circumstances are unk. There was no consequence to the pt. Clinical follow up: 1/29/97 spoke to contact person who stated no add'l info is available.

Manufacturer narrative:
H6; code 400: improper angle at break on floor. Based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was returned in good physical condition. The instrument was cylced and fed the clips under the top shroud and over the jaws. The instrument was disassembled and was found to have the floor stuckin the top shroud which caused the clips to feed improperly. The flooe was examined and was found to have an improper angle at the brake, which allowed the clip to feed under the top shroud. No conclusion could be reached as to how this damage occurred. Co strives to understand each incident as it occurs in order to continuously improve co's products.